Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11360. It was reported that the patient was asymptomatic. It was noted that noise with oversensing was observed on the right atrial and right ventricular leads. Programming changes to sensitivity were made. No other electrical issues were observed prior to or after programming. The patient was doing well and to continue with routine monitoring.